Manufacturer narrative:
Investigation summary: a complaint of a defective set was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo, leakage is observed from the top of the drip chamber, where the spikes are connected. No damages were seen to the set. The customer complaint of component damage was not verified, however leakage of the set was confirmed. A device history record review for model 2477-0007 lot number 20125133 was performed. The search showed that a total of 11,523 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as a physical sample was not sent for investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that red blood cells leaked from the top of the as lvp bld180m 15d ss filter during the transfusion. The following information was provided by the initial reporter: "there was a report of a defect in the blood transfusion tubing set. An rbc transfusion from last night had to be immediately discontinued as the nurse noticed rbc oozing from the top of the filter."